Event description:
After implantation of the intraocular lens the patient experienced an undesired visual outcome. The multifocal lens was removed and replaced with a monofocal lens.

Manufacturer narrative:
Intraocular lens was received with the optic cut in 2 pieces. Batch records were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. Halos and glare are a known and labeled possible side effect of all multifocal lens implants.

Manufacturer narrative:
(B)(4). The intraocular lens was not received for analysis. The iol met all manufacturing specifications prior to release. Halos and/or glare are a known and labeled possible side effect of all multifocal lens implants. Based on the information received from the physician, we do not suspect this event is manufacturing related.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained through the brachial vein. The 90% re-stenosed lesion was located in the calcified and moderately tortuous lesion at an unspecified shunt. The 5.0mm x 40mm sterling balloon dilatation catheter was advanced to the target lesion and inflated 3 times to 12atms. The balloon ruptured at 4 atms on the fourth inflation. The balloon catheter was removed intact from the patient. The procedure was completed successfully with this device. No patient complication was reported and the patient's status is good.